Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.4, 2.5, lab: 5.0. Inratio testing performed using two lots of strips. Testing performed one hour apart.

Manufacturer narrative:
The customer was on lovenox and received last dose on (B)(6) 2013. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). This may contribute to unexpected inr results or testing errors. Be advised, the inratio test should not be used for patients on heparin therapy. This may have contributed to the observed inr results. Inratio precision data provided by end-user: date: (B)(6) 2013, inratio inr (lot number 299626) = 2.4, inratio inr (lot number 304242) = 2.5, mean = 2.45, sd = 0.07, %cv = 2.89. Inratio meter results passed the criteria for precision, generating a %cv less than (B)(4). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(4) 2013, inratio meter (lot number 299626) = 2.4, inratio meter (lot number 304242) = 2.5, reference = 5.0, mean = 3.3, confidence limits = 1.9 - 4.6. The mean of the inratio meter and comparative system inr were calculated. Both of the inratio values were within the confidence limits for inr testing. The reference value was outside of the confidence limits and was considered discrepant within the context of variability for inr testing. Further investigation was required. In-house therapeutic donor testing was performed on reported lot# 304242 on (B)(4) 2013. Results as follows: donor: (B)(6), inratio: 2.9, 3.0, 2.9, reference: 2.68, bias threshold: 1.68 - 3.68, %cv: 1.97; donor: (B)(6), inratio: 2.9, 3.0, 2.9, reference: 2.92, bias threshold: 1.92 - 3.92, $cv: 1.97. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielding a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. In-house therapeutic donor testing was performed on reported lot # 299626 on (B)(4) 2013. Results as follows: donor: (B)(6), inratio: 2.0, 2.0, 2.0, reference: 1.84, bias threshold: 1.34 - 2.34, %cv: 0.00; donor: (B)(6), inratio: 1.8, 1.7, 1.8, reference: 1.66, bias threshold: 1.16 - 2.16, %cv: 3.27. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Patient was taking lovenox until 2 days prior to the discrepant results. Lovenox is a form of low molecular weight heparin. Limitations in pi, "this test should not be used for patients on heparin therapy." The presence of residual levels of the drug could not be ruled out as a cause for the unexpected results. (B)(4). Due to these low occurrence rates, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.